Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The reported blood glucose reading was 375 mg/dl. The customer stated that her blood glucose levels elevated after changing the infusion set. The customer did not change the infusion set again to solve the problem. The customer also stated that her blood glucose levels remained high after giving herself a manual injection. Advised the customer that the insulin may be denatured. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.